Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing unexplained low blood glucose levels. The customer's blood glucose was 69 mg/dl, which was treated with orange juice or tablets. She noted that she had been working in the garden the day prior and her blood glucose ran low. The customer's most recent blood glucose was 50 mg/dl. She declined troubleshooting on the insulin pump, stating she would be seeing her doctor to adjust her setting and would address the matter there. She advised that if the issue continued, she would call back to troubleshoot for low blood glucose.